Event description:
A report was received that a patient was having trouble charging the implant. Further investigation by the physician revealed that the ipg had flipped. A revision was performed to correct the orientation of the ipg. The pocket was also repositioned. The patient is satisfied and doing well after the surgery.

Manufacturer narrative:
This is the final report.